Event description:
Patient fell - fractured tibia. Dr. Beck(B)(6) ER revised a knee last week. Pt was a (B)(6) patient who had fallen and fractured tibia. Tibial base plates had no bone ingrowth, now having said that the (B)(6) had only been in 3 months. Lots:g41013915,f51022200,g07033300,g03053702. Models: ufpslgoo-k, mtuux600-k,mlpsxg509-k,upuux837-k.